Event description:
Hosp staff responded to a cardiac arrest, the device was disconnected from ac power, and turned on as the staff moved the device to the pt's room. The service indicator came on at that time. Reportedly, the device would not charge. The staff cycled power to the device and continued care to the pt. The reporter stated there were no adverse affects to the pt as a result of device operation.